Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead was found cut approx. 22.5 cm distal to the is-1 connector pin. Two fragments without matching cut edges were received and subjected to an extensive analysis. The analysis revealed multiple signs of wear along the lead fragments. In particular approx. 20 cm distal to the is-1 connector pin the insulation was found rubbed through. This damage can be considered as the root cause for the clinical observations of charges as mentioned in the complaint description. Based on the characteristics as well as on the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical stress in the implanted state. Interaction between the lead body and the generator housing or a nearby lead should be taken into consideration. Furthermore cuttings in the insulation and deformations of both shock coils were found which occurred most likely during the explantation procedure. The analysis of the available fragments did not reveal any sign of a material or manufacturing problem. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.

Event description:
This rv lead was explanted and replaced due to possible insulation damage caused by it rubbing against the ra lead. This caused inappropriate charges on the device. There were no adverse patient events reported. The hospital retained the device. Should additional information be received, this file will be updated.